Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient was admitted for a chronic (B)(6) driveline infection which had progressed to sepsis. Despite broadening antibiotic therapy, the patient developed septic shock on (B)(6) 2017. The patient subsequently expired on (B)(6) 2017.  The listed cause of death was sepsis. The patient's family declined an autopsy. The pump remains implanted post-mortem. The primary investigator reported that the event was related to the device and patient condition and unrelated to implant procedure. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2017 the patient presented to the hospital for worsening dyspnea, also reported that over the past week had occasional episodes of chills but no fevers. Patient stated that over the past 1-2 weeks, developed dry cough and some mild nausea. Patient had been on home antibiotics for chronic driveline site infection. On (B)(6) 2017, patient was seen by infectious disease team for infection work-up and antimicrobial management. On physical examination, the wound at xiphoid process was opened and was draining pus. There was some fluctuance around the area. The actively draining pus was sent for culture. Patient was started on intravenous (IV) antibiotics. Driveline site culture result came back and was positive for the growth of (B)(6). On (B)(6) 2017, IV was continued. On (B)(6) 2017, transthoracic echocardiogram (tte) showed interval development of diffuse groundglass and patchy consolidations in the bilateral lower upper lobes with perilobular distribution with interlobular septal thickening. Differential diagnoses included multi-focal pneumonia (including possibly an atypical pneumonia such as in the setting of viral or fungal infection), organizing pneumonia, eosinophilic pneumonia, pulmonary hemorrhage, or drug reaction. He was continued on IV antibiotics. On physical examination, the area of purulence near the xiphoid process was with mild surrounding erythema. Chest x-ray revealed mild diffuse edema-like pattern. IV antibiotics were continued. The patient is a participant in the (B)(6) clinical study.